Event description:
It was reported by service report that the cross bar was bent and would not engage the breakaway head section on the cot. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Bent release crossbar on the breakaway head section.